Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 device was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke off. Nothing broke off and fell into the patient. The procedure was completed with another truetome 44 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.